Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient (B)(6) treated had periprosthetic fracture during implantation, treated with cerclage, surgery was (B)(6) 2022. This patient was not revised. Clinical study: #(B)(6). Observational study for profemur preserve classic and procotyl p ps hip system (anual report 2025).